Event description:
A balloon ruptured on the first inflation at its rated burst pressure during an arteriovenous hemodialysis fistula graft dilatation procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated two kinks were noted in the shaft at 6.4cm and 8.5cm from the distal tip. Inflation was not possible due to dried foreign matter in the balloon lumen. A bubble test revealed a leak. Microscopic examination noted a 1 cm longitudinal burst located from 3mm distal to the distal ro marker to 6mm proximal to the distal ro marker. Chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with overpressurization, a longitudinal tear, as well as contact with a sharp external source, chatter marks on the balloon surface. It was also indicated this device was inflated to its rated burst pressure. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."